Manufacturer narrative:
It was reported that during nava (neurally adjusted ventilatory assist) ventilation mode, the ventilator shut off due to leakage. The provided ventilator logs shows that the pre-use check failed with internal leakage test and alarms for respiratory rate low, expiratory minute volume low, peep low, leakage too high, apnea, peep high, airway pressure high, respiratory rate high and expiratory minute volume high. There is no information on how the problem was solved as the customer did not request getinge service on site. Any repairs would have been carried out by the customer and getinge would not have been aware of them. The root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: # (B)(4).

Event description:
It was reported that during nava (neurally adjusted ventilatory assist) ventilation mode, the ventilator shut off due to leakage. There was no patient harm. Manufacturer ref.#: (B)(4).